Event description:
It was reported that a spectrum iq pump delivered intravenous (IV) antibiotics over a longer duration than expected. The infusion was initiated at 08:54 and did not complete until 10:15. An additional 40 ml flush followed by a 30 ml flush was required, leading the reporter to suspect the pump was infusing slower than intended (under infusion) during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.